Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 8781, serial# (B)(4), implanted: (b)(64)2014, explanted: (B)(6) 2016, product type: catheter. (B)(4).

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient who was receiving lioresal (2000mcg/ml 400mcg/day, unknown lot number) in an implantable pump for intractable spasticity and post spinal cord injury. Around (B)(6) 2016, the patient experienced increased withdrawal symptoms in the form of increased spasticity. The patient was instructed to go to the emergency room. Catheter aspiration was attempted and was reported to be difficult to aspirate. A revision was performed (B)(6) 2016 to replace the catheter. The catheter was not draining cerebrospinal fluid. During the catheter revision, infection at the pump pocket site was discovered. The catheter and pump were replaced and moved to the patients rear flank. The issue was considered to be resolved at the time of report. The patient's status at the time of the event was stated to be alive with no injury.